Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Limited details are available regarding this event, however, there have been no allegations of a kit problem causing or contributing to the reported event and no complications or problems were noted during the procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by legal counsel that a patient died three days after a marrowstim procedure. There have been no allegations of the bone marrow aspiration kit causing or contributing to the reported death and no complications or problems were noted during the procedure.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that three days after a marrowstim procedure the patient died due to unknown reasons. No additional information is available at this time.